Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump alarmed failed battery test every time he attempted to replace its battery. The customer's blood glucose level was 192 mg/dl. Standard troubleshooting was performed. The insulin pump still alarmed failed battery test. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected alarms were noted. The insulin pump was received with cracked case at display window corners and cracked reservoir tube lip.